Event description:
During a percutaneous coronary intervention procedure on a patient with painful angina pectoris following introduction of a 5 fr-guding catheer, a contrast test shot was performed with the acist system. Patient experienced coronary arterial dissection and acute coronary occlusion. Emergency stenting was performed successfully.